Manufacturer narrative:
(B)(4). The sample was discarded. The cause of the incident was undetermined. The lot number was not provided; therefore a batch review cannot be conducted. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
A customer contacted baxter's technical service center regarding a slow flow patient alarm that appeared on the home choice during fill. The technical service representative (tsr) explained the alarm. The caregiver (cg) stated that there was a lot of bit air bubbles in the patient line. The tsr assisted the cg with ending the therapy. The tsr instructed the cg to notify the nurse in the morning. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow up MDR will be submitted.